Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was having difficulty communicating to the remote control and clinicians programmer. Performing basic troubleshooting was able to establish connection to the remote control. However the patients ipg went from full charge to no charge within a few minutes. Database analysis revealed that there are signs of the ipg performing inconsistently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patients ipg was having difficulty communicating to the remote control and clinicians programmer. Performing basic troubleshooting was able to establish connection to the remote control. However the patients ipg went from full charge to no charge within a few minutes. Database analysis revealed that there are signs of the ipg performing inconsistently. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)) the returned ipg was analyzed and revealed an anomaly due to the intermittent battery internal resistance. With all the available information, boston scientific concludes the reported event was confirmed. The defective ipg was the source of the charging and communication anomalies. The probable cause was traced to a component failure.